Event description:
Female pt experienced swelling and irritation in one eye after a sleep study was performed. It is assumed that ten20 conductive past got into the pt's eye.

Manufacturer narrative:
Limited investigation. User office got a call from pt, but did not do any f/u with pt regarding irritation and injury. Unusual event. Lab made an initial call to us regarding info, but had not followed up with pt after the first day and has not heard back from the pt.